Event description:
While wearing the sound processor, the pt reportedly experienced loss of lock between the external equipment and the cochler implant. In 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advance bionics cochlear implant.